Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pain in the legs and the patient's back was swollen where the ipg was located. Computed tomography (CT) myelography was taken and showed nothing abnormal. The patient will undergo a revision procedure wherein the ipg will be explanted.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and two extensions were added. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain in the legs and the patient's back was swollen where the ipg was located. Computed tomography (CT) myelography was taken and showed nothing abnormal. The patient will undergo a revision procedure wherein the ipg will be explanted.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was not determined. The ipg passed all the required functionality tests and revealed no anomalies. The review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing pain in the legs and the patient's back was swollen where the ipg was located. Computed tomography (CT) myelography was taken and showed nothing abnormal. The patient will undergo a revision procedure wherein the ipg will be explanted.